Event description:
Alaris pump was alarming "occluded" while infusing dexmedatomidine and rn pushed the restart button and the alaris pump alarmed program failure. The two channels on the right side stopped working. The syringe pump on the left side of the brain which was infusing, versed, and also stopped infusing and needed to be exchanged out for a new syringe pump. Then the brain said, "channel disconnected-channels have either been disconnected while operation or having nonrecoverable error." A new alaris brain was obtained and versed, total parenteral nutrition (tpn), dex, and lipids were restarted. After restarting additional doses of sedation were required due to malfunction. The brain that malfunctioned was still alarming option on screen to confirm alarm was selected and said "panel locked" the alaris brain was not shut off.